Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported there was frequently no or intermittent response by button press on the insulin pump (all buttons). The pump was not dropped or exposed to moisture. The alarm occurred during normal use. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unlocked lcd keypad connector noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.